Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the device evaluation found the main unit was flooded and corrosion on the electrical contacts of the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the cracked connector and corrosion at the electrical contact point of the video connect could not be identified based on the information obtained from this complaint and the results of the investigation. The video connector was cracked, and it was likely that the main unit was flooded due to moisture that had penetrated into the interior of the product because the airtightness of the product could not be maintained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a cracked video connector. No patient harm reported.